Event description:
It was reported that during preparation for a stenting treatment procedure a shaft fracture occurred. While the physician was prepping a 2.50x20mm promus element plus stent delivery system the shaft fractured. The device did not enter the patent and a 2.5x23mm promus stent delivery system was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that during preparation for a stenting treatment procedure, a shaft fracture occurred. While the physician was prepping a 2.50x20mm promus element plus stent delivery system the shaft fractured. The device did not enter the patent and a 2.5x23mm promus stent delivery system was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found the shaft of the device was broken approximately 3mm distal to the port. The inner and outer lumens were stretched on the section of the shaft immediately distal to the break. Distal to this stretched section, the inner lumen was stretched and bunched. Several kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device was returned with a pig-tailed mandrel and stent protector attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).